Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was acting strangely when changing the battery. The customer was attempting to change the infusion set and the insulin pump kept having the customer reset the date and time. The customer stated that they saw unexpected restart alarms in their alarm history. Troubleshooting was done. Explained the alarm to the customer. Customer also mentioned seeing five instances of the external ram crc error alarm. Explained possible causes of the alarm to customer. Advised customer to program a normal bolus into the air, and the customer stated that the bolus amount was not recorded. Advised customer that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.